Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing and lens damage. The pump was tested with the power up process. The pump was powered up with a data loss alert. Then it powered up with no issues three times after that. It was revealed that the real time clock battery ( rtc) was completely drained due to not using the device. This was a user interface issue that will be resolved by recharging the rtc battery.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump could not keep its settings. No patient was involved I this event. No adverse effects were reported.